Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. Medical device problem (B)(4) captures the reportable event of clip failed to release from catheter. The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis under colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. The stages of deployment were felt as the snap and crackle of the jaws locking into the capsule windows, but no 'pop' was heard. The control wire in the device handle was broken, and small resistance of the handle was felt. The clip was pulled out, and the procedure was completed successfully with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.